Event description:
Return reason : burst extension tubing (angiographic lumen). Analysis determined : investigation found a 4.00mm tubing rupture 1.00mm below bottom of distal hub. Defect origin is unknown. No observable mfg defects were found. Unit guidewires acceptable with no occlusion found. Tubing dimensions are acceptable and within specifications in the incoming lot and this unit. No other returns of this type were received from this tubing lot. Unit was used in vivo. No further info is available on the pt's status. The claim does not state the flow rate or injection pressure. The maximum flow rate and injection pressure for 6fr 90cm pur is 700psi at 15cc/sec. Injection and/or flow rates should not be higher than the recommended rate. Corrective action taken : the corrective action is that both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.